Manufacturer narrative:
Product event summary: the partial lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented the emergency room due to a patient alert. The right ventricular (rv) lead had a possible fracture. The lead had high pacing impedance and there were multiple stored electrograms with oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.